Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, leaking at the biopsy channel, broken angulation wire on the bending section, bending section rubber leaking, angulation less or specified value, and control knob unit leaking. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, that the uretero-reno videoscope was found leaking at the distal end. Upon inspection and testing of the customer returned device, broken angulation wire on the bending section was noticed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be identified; however, the event most likely occurred due to stress or handling. Olympus will continue to monitor field performance for this device.